Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system produced uncommanded x-rays. No pt injury was reported.